Manufacturer narrative:
(B)(4). Correction: date of femoral angiogram. Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The twisted suture was unable to be confirmed as the suture was not returned. The reported suture break was confirmed based on the observed link detachment. The investigation was unable to determine a conclusive cause for the curled suture; however, the treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report filed, additional reported information received: the proglide device was used with a 6fr sheath.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a diagnostic procedure. Reportedly, when removing the plunger of the proglide device, the sutures did not appear; they were noted to be curled inside the catheter and separated from the proglide device. Hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.